Event description:
It was reported that this right ventricular (rv) lead has shown out of range impedance spikes. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).